Event description:
On (B)(6) 2015 the reporter contacted animas alleging a call service alarm 078 issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the pump¿s black box data revealed related call service alarms. The pump powered on and the call service alarm was duplicated. Moisture was observed within the battery compartment. The keypad was found to be peeling. Leak testing revealed a keypad cover leak. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.